Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2011 with the following findings: the down arrow button was found to be intermittently responding to presses and required increased force for the button to engage. The keypad was removed and adhesive was observed under all of the button contacts. Unrelated to the complaint, the pump display screen was found to be dim and discolored and the display lens was detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that for two weeks the down arrow button required multiple hard presses to elicit a response. The patient confirmed that there was no visible damage to the keypad. The patient reportedly wore the pump in an undergarment, occasionally using a pump case, and did not clean the pump.